Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing low blood glucose. The customer's blood glucose level was 40 mg/dl which was treated with carbohydrates. Customer stated sensor showed blood glucose was 70 mg/dl but when they checked on the glucometer it was 40 mg/dl. Customer was taking losartan. Customer had declined trouble shoot for low blood glucose. It was unknown if auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.